Event description:
The following article has been reviewed: diagnostic outcomes of robotic bronchoscopy in a multidisciplinary, multi-hospital lung nodule program. Rachel l. Deitz, ¿, ryan m. Levy. Department of cardiothoracic surgery, university of pittsburgh medical center, pittsburgh, pennsylvania, j surg res. Volume 324 p210-220. 2026. The aim of our study was to assess the diagnostic accuracy of robotic bronchoscopy across multiple users in multiple hospitals within a single health system with the largest patient cohort in the literature to date. This report is being submitted for the following reported complications: postoperative respiratory failure: - 8 patients (0.8%). New home oxygen evaluation and therapy coordination: - 7 patients (0.7%). Endobronchial bleeding with prolonged intubation: - 3 patients (0.3%); extubated the next day after toilet bronchoscopy. Pneumothorax: 51 patients (5.0%); most common complication. Tube thoracostomy was required in 33 patients (3.0%). No temporal association was observed. Patient factors, including copd or prior chest surgery, were not associated with increased tube thoracostomy risk. Radial ebus use was associated with lower significant pneumothorax risk (p = 0.012).